Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
During troubleshooting for a system error 2240 (air in set) alarm during initial drain on a homechoice (hc) device, it was reported that the home patient (hp) had started therapy over using the same supplies. The technical service representative (tsr) explained that the supplies were compromised and assisted the hp in ending therapy. The hp was to start over using new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 2 for this event.